Event description:
Customer called in to get assistance with inserting the sensor. Customer stated it was the first time on his own attempting to insert the sensor but was requiring assistance. Customer stated the serter never fires. Customer was advised how to properly insert the sensor. Customer already had the sensor in the serter and she stated she could see the needle from the outside. Customer was advised to use another sensor. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.